Manufacturer narrative:
G4:05apr2021. B4:07apr2021. The hospital's biomed clarified that the original problem was that the unit would turn itself on and off during patient use. The unit was taken out of service and was evaluated by the biomed who then reported that the unit could not be turned on and the power switch overlay was not illuminated. No further patient information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported the device would not turn on and there are no lights on the power switch overlay. The device was in use on a patient and was swapped out however there was no harm reported. The field service engineer (fse) provided remote support and advised the customer to remove the v60 and check the 24 volt power supply on the power management board. The customer is reporting no 24 volts across brown and orange terminals. The customer replaced the power supply and the issue was resolved.